Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular port on the external pulse generator (epg) were damaged. It was noted that the hanger was also damaged. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of damaged connector ports and hanger assembly. It was additionally noted that the upper case was cracked at the boss, the lower case was damaged and the display wire insulation was pinched but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the generator was returned to service.